Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.